Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed an incoming vxi test however it was rerun and the device passed and it was noted on the paperwork that it was attributed to the tester and not the generator itself. Analysis further noted that the upper and lower cases were broken and contaminated, the battery release, battery drawer, battery drawer o-ring and battery flex were contaminated, one bail cover and one bail were missing, one bail cover and the ring cover were broken, the battery contacts were compressed and contaminated, the lead flex cover corroded, the ring bent, the keyboard scratched and the serial number label torn. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.